Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-may-2022 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On 09-may-2022, the patient received treatment with restylane to unknown location (unknown amount, lot number, injection technique and needle type). Same day after the treatment with restylane, the patient had experienced necrosis (implant site necrosis). The physician had treated the patient with hyaluronidase [hyaluronidase] to counter the effects and then the problem resolved. Outcome at the time of the report: necrosis was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected event of necrosis at implant site was considered possibly related to the treatment. Serious criteria include medical intervention to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion and necrosis at implant site. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.